Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The evaluation found the device would not recognize a closed door as reported. Review of the history log found multiple "door jammed" messages. Additional evaluation found the force required to close the door to be above expected values due to loose mechanism screws. The screws were replaced during the repair process.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported there was no pt incident.